Event description:
Customer reported that a patient presented with pain at an unspecified time following a femoral-popliteal bypass procedure. The patient was returned to surgery. The surgeon reported that the graft did not hold; the running stitch was broken. The patient was resutured.

Manufacturer narrative:
Conclusion: no conclusion can be made. If additional information is received a supplemental 3500a form will be submitted.